Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with the dual lumen PICC. The customer reports that they inserted the PICC into the patient and when the nurse attached the fluids, she noted leakage near the purple hub. The PICC was removed and another PICC inserted.